Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The information received was reassessed and the trending code 1069 - break was removed due to the failure as described by the complainant being captured solely under 2907 - detachment of the device or device component. The device has not been returned for evaluation, therefore, the investigation is inconclusive for detachment of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf75104 pta balloon dilatation catheter allegedly experienced detachment of the device or a device component. This information was received from one source. One patient was involved and there was no reported patient injury. The male patient is 72 years old and weight was not provided.

Manufacturer narrative:
The return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf75104 pta balloon dilatation catheter allegedly experienced break and detachment of device. This information was received from one source. One patient was involved and there was no reported patient injury. The male patient is 72 years old and weight was not provided.